Manufacturer narrative:
Date of event was approximated to (B)(6) 2009, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Imdrf patient code e2401 captures the reportable event of unknown injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid - urethral sling system device was implanted into the patient during a transobturator obtryx mid - urethral sling procedure performed on (B)(6) 2009 for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unknown injury.